Event description:
It was reported that this right ventricular (rv) lead had a high out of range measurement, which triggered the lead safety switch (lss). The health care professional (hcp) was concerned if the left ventricular (lv) lead would be dependable with the unipolar configuration. Technical services (ts) discussed possible resolution options and possible causes for the rising impedance values. The impedance went back to a value within range. The lead remains in use. No adverse patient effects were reported.